Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose of 400 mg/dl and diabetic ketoacidosis. The blood glucose reading at the time of the report was 386 mg/dl. Customer treated with manual injection. She expressed the symptom of having dry mouth. Customer reported that she did have a sickness the week prior to the event. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She stated that the bolus wizard and basal rate settings were correct. Customer was unable to run a high pressure test. She did state that the insulin appeared to be cloudy. Customer did receive a no delivery alarm. She was advised to disconnect and reconnect the tubing and reservoir and to push insulin slowly through the tubing with the plunger and she stated that insulin did exit. Nothing further was reported.